Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th september 2025, it was reported by a distributor via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire®, the surgeon was about to insert the anchor into the bone, and it broke. This was detected during use in a rotator cuff procedure on (B)(6) 2025. The procedure was completed successfully as the anchor was replaced.